Event description:
It was reported customer stated that, "patient was intubated and receiving propofol for sedation. Titrations are made to comply with the orders. A possible discrepancy was noted at the change of shift." There was patient involvement but no harm. Although requested, no additional information was provided.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error - propofol.

Event description:
It was reported customer stated that, "patient was intubated and receiving propofol for sedation. Titrations are made to comply with the orders. A possible discrepancy was noted at the change of shift." There was patient involvement but no harm. Although requested, no additional information was provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.